Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise image. A root cause could not be identified. Based on the results of the investigation, the most probable cause for reportable malfunction is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colon videoscope had b30 communication error. The issue occurred during set up there were no reports of patient involvement.